Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us and no gudid information exists.

Event description:
Arjo was informed about the event related to the nimbus 4 mattress. The customer reported that "3 mattresses were overinflating in an unsafe manner and the bottom of the mattress was hot". There was no indication of patient involvement and no injury was reported. The arjo technician checked the device and stated that the mattress was overinflated due to the faulty automat, and it needed to be replaced. The technician did not confirm the issue related to the heating of the mattress. The complaint (B)(4) (manufacturer report no: 3005619970-2025-00017) refers to the mattress with serial number: (B)(6), the complaint (B)(4) (manufacturer report no: 3005619970-2025-00019) refers to the mattress with serial number: (B)(6), the complaint (B)(4) (manufacturer report no: refers to the mattress with serial number: (B)(6).

Event description:
Arjo was informed about the event related to the nimbus 4 mattress. The customer reported that "3 mattresses were overinflating in an unsafe manner and the bottom of the mattress was hot". There was no indication of patient involvement and no injury was reported. The arjo technician checked the device and stated that the mattress was overinflated due to the faulty automatt, and it needed to be replaced. The technician did not confirm the issue related to the heating of the mattress; however, the pump may have appeared warm during operation, as it was continuously supplying air to the mattress as part of its normal function. The complaint (B)(4) (manufacturer report no: 3005619970-2025-00017) refers to the mattress with serial number: (B)(6), the complaint (B)(4) (manufacturer report no: 3005619970-2025-00019) refers to the mattress with serial number: (B)(6), the complaint (B)(4) (manufacturer report no: 3005619970-2025-00018) refers to the mattress with serial number: (B)(6).

Manufacturer narrative:
The cause of the automatt over-inflation is incorrect circulation of the air in the automatt sensor pad (mattress base) due to inner tube damage. The tpu tube (p/n nmb513) may break over time due to the extruding force of the silicone tube and the external bending force. The membranes of grommets were punctured. When the grommet membrane is punctured and load is applied on the mattress, air will escape through the punctured membrane, reducing the risk of the automatt over-inflating and the patient's falling. In the complaint at hand, the load was not applied to the mattress (there was no patient involved). This is in line with the instruction for use for nimbus 4 and nimbus professional (649933en): "do not place the patient on the mattress until it is fully inflated and normal operating pressure has been reached." In summary, the nimbus 4 mattress did not meet its specifications since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated).